Event description:
Ap and lateral neck x-rays and ap chest x-rays were received. The connector pin appeared fully inserted into the connector block and the generator was observed in the patient's left chest. The feed-thru wires appeared to be intact. There were sharp angles identified in the portion of the lead near the generator / connector pin. There were no gross fractures or discontinuities identified in the visible portions of the lead. Note, the presence of a micro-fracture and/or lead discontinuity could not be ruled out as a contributing cause of the high impedance. No further relevant information has been received to date.

Event description:
Explanted device was received by manufacturer and product analysis is ongoing. No additional relevant information has been received to date.

Event description:
Product analysis of the generator was completed and review of the device data revealed that high impedance was seen at a date earlier that what was initially reported. No other relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator. X-rays were taken by the facility, x-rays were not received or reviewed by the manufacturer to date. X-ray documentation indicated that the external stimulator (likely referring to vns generator) was noted with generator projected over the left chest wall. It was reported that the lead was faintly visible in the x-ray but appeared rather indistinct at the level of the sterno-clavicular joints and the leads' integrity could not be confirmed based on the images. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.